Manufacturer narrative:
(B)(4).

Event description:
It was reported episodes of competitive atrial pacing were noted on a merlin transmission. The patient was asymptomatic. The competitive pacing was caused when the device sensed p-waves in the post ventricular atrial refractory period. The physician recommended to make a programming change but that will not happen as the patient has a history of retrograde conduction. The physician will continue to monitor the patient. No further information is available.